Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. During our evaluation, the first clip fired properly. However, while firing the second clip, this clip overrode the following clip. We were able to fire a clip properly after removing those two jammed clips. However, the issue occured again. The jaws of the two clips that fired properly were inspected under magnification. The jaws of the clips were observed to have closed properly. However, we observed a crack on the clip cover. As a result, the gap between the jaw and the clip cover was larger than specification. This can cause the clip to eject in open or partially closed state. We could not determine if the device was damaged during shipping or during the procedure by the surgeon as we did not observe any damage on the outer box in which the device was packaged. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. There was no injury to the patient. The procedure was completed by using another anastoclip.

Event description:
During av graft closure, clips in the anastoclip failed to fire properly. Two out of first five clips that fired properly did not hold at the anastomosis properly.